Event description:
The customer reported the coating burned off the tip of the subject device during an unspecified procedure. The customer opened another device and the coating burned off that device as well. A similar device from another manufacturer was used to complete the procedure. There was no harm or user injury reported due to the event. The subject device was sent to olympus for evaluation. During inspection and testing, the tissue pad was partially peeled off from the device. This report is being submitted for the malfunction found during evaluation (tissue pad separation). This report is for the first device. The second device is being reported on the medwatch with patient identifier (B)(6) for a malfunction found during evaluation.

Manufacturer narrative:
During inspection and testing, the tissue pad was worn and partially peeled off from the device. A review of the device history record found no deviations that could have caused or contributed to the tissue pad peeling. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the peeling of the tissue pad occurred because nothing was grasped between the grasping section and the distal end of the probe while the output was activated in seal and cut mode (including after tissue resection). This might have caused the tissue pad to partially wear out and peel off. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." Olympus will continue to monitor field performance for this device.